Event description:
The physician was performing an ercp with a large stone removal using a stone extraction basket. This attempt was unsuccessful as the stone did not crush. A soft wire basket, without the sheath in place, was attached to a lithotriptor device for use. During the procedure, the basket impacted on the stone and the basket cable broke. The pt was taken to surgery where the stone and the basket were removed. The pt was reported to be in satisfactory condition.